Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 402 mg/dl. She tried to bolus but received a no delivery alarm. The customer believed the piston was not functioning properly. Customer's blood glucose level went up to 419 mg/dl. The device was not returned.